Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: corrected: g1. Device history review, part:04.211.016ts, lot:363l268, manufacturing site: werk selzach, supplier: (B)(4), release to warehouse date: 20 jan 2025, expiration date: 01 jan 2030. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified non-sterile part # 04.211.016, non-sterile lot # 44636p0, manufacturing site: werk selzach, supplier: (B)(4), release to warehouse date:05 dec 2024. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2025, the patient underwent an unknown surgery for distal clavicle fracture with the plate and the screws. The surgery was completed successfully with no delay. On (B)(6) 2025, the sales rep visited the hospital after being informed by the distributor that the plate would be removed and replaced with a va clavicle plate. After looking at the x-ray, the sales rep confirmed that the fracture was near the most proximal plate. The surgeon's opinion was that the most proximal screw and the screw next to it were inserted so that they converged, which caused stress to concentrate and lead to a secondary fracture. After removing the product, the patient will be refixed with a va clavicle plate. The doctor's opinion on the relationship between this incident and the product: the most proximal screw and the second row of va 2.7 (04.211.016ts) were inserted so that they converged, which caused stress to concentrate and lead to a secondary fracture. Patient is stable.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.